Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a clave¿ neutral connector where it was reported during an intravenous (IV) push administration, a quarter-sized darkened area was noted on the patient's sleeve near the distal end of the huber extension tubing where it attaches to the needleless microclave connector. Upon further assessment, liquid was noted to be leaking out of the connection between the microclave and the huber extension tubing. The medication involved was adriamycin and the patient was directly exposed to the medication. There was patient involvement, however no report of patient harm.